Manufacturer narrative:
During ge healthcare checkout, it was noted that unit would not initiate booting in ac power and would not charge the battery completely due to faulty power management board. Battery back up was not available. Ac-dc board and pmb board were replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, display is not showing and ac power failed. There was no reported patient involvement.